Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was replaced on (B)(6) 2013. The caller stated the healthcare professional noted the battery was dead and unable to be reprogrammed. Additional information was requested, but was not available as of the date of this report.